Event description:
It is reported that the spring pin broke and fell into patient. The doctor elected to leave it implanted.

Manufacturer narrative:
Evaluation summary: as returned, the screw shows fracture damage from the base of the threads. The hex head and the spring housing shows deformation damage indicating possibility of impaction. Sem analysis shows elongated dimples indicating that the screw fractured due to torsional overload. Also, the deformation damage in small area of the screw threads near the circumference, was possibly caused due to impact load or repeated loading. The problem appears to be user caused. No lot number was provided; therefore, device history records could not be reviewed.